Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder kink resistant tubing (krt) was microscopically inspected and had a hole and broken fabric threads from krt wear in the proximal end of the cylinder. The first cylinder krt did not pass the leakage testing. The second cylinder was microscopically inspected and had wear at fold in the proximal end and middle of the cylinder. The second cylinder passed the leakage testing. Momentary squeeze (ms) pump passed visual inspection. Ms pump passed the leakage testing. Ms pump failed deflation and activation test. Based on the information available and analysis results, the reported clinical observation of mechanical problem and hole/perforated were confirmed. D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The pump and both cylinders were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The pump and both cylinders were explanted and replaced. No patient complications were reported.